Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a ghost pocket. A technical support specialist (tss) dialed into the carefusion coordination engine (cce), then checked but there were no logs that go back to find the 'unload' messages. After that the tss confirmed to the customer that the tss had no way of sending an 'unload' of a medication to the host if the medication was not loaded, also let the customer know that the customer could do a test to unload or load the med and then the tss can checked the messages. After that the customer noted that there were no medications. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had ghost pocket cyclobenzaprine 10mg tablet still shown as inventory upon order verification, despite being unloaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.